Event description:
Hosp ER staff responded to a pt in cardiac arrest. According to the reporter, when the staff attempted to use the device, the monitor screen stayed black after the on button was pressed. Another device was immediately called for and used and no adverse affects to the pt were reported as a result of the alleged malfunction.